Manufacturer narrative:
The investigation of purge leak ¿ pump, hemolysis, and low pump flow has been completed. The impella device was not returned for evaluation. Purge leak - pump: data logs were reviewed, and there were no abnormalities to suggest a leak. Throughout the entire case, there was a slight trend down in purge flows, rather than up. There were 3 purge system open alarms, however, they each coincided with the de-air procedure being done, and resolved within seconds. Based on the clinical details reporting moisture build up in the sidearm retainer, the root cause of the purge leak was most likely a damaged sidearm. Since product wasn't returned for investigation, the cause of the damage to the sidearm could not be determined. Vascular damage - peripheral: since product wasn't returned and clinical details did not report details pertaining to the source/cause of the bleed, the root cause of the vascular damage could not be determined. Low pump flow: data logs were investigated, and there was a large concentration of suction alarms around 14:00 on the reported date. The ps did also a trend down in the 24 hours leading up to the suction but recovered after. The suction alarms were triggering because motor current (mc) min values were too low compared to the placement signal (ps) value at the same time in each cardiac cycle. The optical signal was reliable at this time. That being said, the threshold for the alarm was barely being triggered, and motor current values were generally within specification for the p-level at this time. Additionally, pump flows were well within specification on this date. This suggests that volume was not an issue, but rather the suction alarms were most likely occurring because the pump was being shifted into a unideal position because the patient was ambulating. This is further supported by the fact that the pump was repositioned and the alarms did not trigger when the patient ambulated later that day. This is not to say that there was a general positioning issue though, because suction alarms were not an issue when the patient was not ambulating and there were no positioning alarms. Based on the clinical detail provided that the patient was ambulating at the time of the alarms, and mc/pump flow values were generally within specification, the root cause of the low pump flows was determined to most likely be improper position due to patient movement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had a gastrointestinal bleed and blood products were given. Anticoagulation was also withheld. Additionally, there were suction events during ambulation. Albumin was given to the patient and support continued. Furthermore, there was moisture inside the purge filter with a brown substance. There were no issues with the pump/purge flows. The exterior had a tacky substance (presumably purge fluid). The patient remains on support.